Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. During a device changeout procedure due to eri, the lead was explanted and replaced. The patient was fine.